Event description:
It was reported that balloon rupture occurred. A 12.0 x 40, 75cm gladiator¿ balloon catheter was selected. The balloon was inflated however it ruptured at 12 atmospheres.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).